Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient was explanted due to infection. Reimplantation is planned, but had not been scheduled at the time of this report.